Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during elective ipg replacement surgery, the lead at l2 appeared to be fractured. Diagnostic testing prior to surgery revealed high lead impedance values. In turn, l2 lead was explanted and a new lead was implanted during surgery on (B)(6) 2020. This addressed the issue.